Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation in hospital, patient was found to have several episodes of anti tachycardia pacing (atp) delivered for what appeared to be atrial fibrillation with rapid ventricular response (af w/ rvr). No programming changes were made at that point. No shocks were delivered. Aside from symptoms related to atp delivery, patient was stable.

Manufacturer narrative:
Correction: (B)(4).